Manufacturer narrative:
Device evaluation: during pre-decontamination visual inspection, a scratch was found on the proximal balloon. No further issues were found on the device. The damaged area was analysed though a microscope. The magnification highlighted a cut of the proximal balloon. The cut shows a scratch line towards the proximal part of the balloon, affecting part of the balloon length. A hole (measuring roughly 0,33x0,38 mm) was found in the middle of the cut itself. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Physician has been using mo.ma ultra for a long time and has done many cases, in this event, physician used the product as before but when he tried to inflate the cca balloon, the balloon ruptured. Physician then took out the product and used another mo.ma ultra to finish the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.